Manufacturer narrative:
The tech found the side rail release lever is worn and the weldment side rail mount is loose and not allowing the side rail to latch. The svc tech replaced the side rail mount weldment and release lever to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.